Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the wall adapter was broken and was difficult to plug the cable in. Reportedly, the customer was able to charge the pump with an alternate adapter. There was no adverse impact to the customer¿s blood glucose level.